Event description:
During use for cardiopulmonary bypass, the pressure sensor reportedly executed an alert message before the alert threshold setpoint had been reached. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.